Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history report review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experience and astigmatic surprise. The lens was exchanged with a different model lens. Additional information has been requested.